Event description:
Customer reports that she obtained results of 178mg/dl, 219mg/dl, 196mg/dl and 113mg/dl within 5 mins on the same device. No action was taken based on device results. No adverse event reported and no treatment rec'd. No qc's were used. Requested return of suspect device and replacement was sent.